Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: there is no medical device lot # for this device due to it being an instrument. Medical device expiration date: there is no medical device expiration date for this device due to it being an instrument. Returned to manufacturer on: the investigation date was used. Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 86213 with the incident lot was observed.

Event description:
It was reported that the bd sedi-40 has been making noises before and while samples are running.